Event description:
It was reported that, "revision surgeon's assessment; failed right knee replacement secondary to patellofemoral abnormalities."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.